Manufacturer narrative:
Results: is based upon eval of user facility info and returned sample; is based upon eval of undamaged sections of the returned sample. Conclusion: is based upon eval of user facility info and returned samples; is based upon eval of undamaged sections of the returned sample. The involved device was received and evaluated by the mfg facility. Careful examination confirmed that a portion of the polyurethane coating had been damaged and pushed in the distal direction exposing the core wire. Inspection and testing of undamaged areas on the returned sample confirmed that there were no defects or anomalies and product performance specs were met. A review of the device history record indicated that there were no production related problems. The cause for the reported event cannot be definitively determined based on the available info. The results of the eval are most consistent with damage to the guidewire coating due to the distal edge of another device pushing back the proximal end of the urethane coating such that it was partially peeled off the wire and then rolled back on itself in the distal direction during removal. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported that a portion of the guidewire coating had been displaced during a procedure. Follow-up communication confirmed: (1) the physician encountered difficulty while traversing the pt's vessels; (2) the guidewire was removed from the pt to be rinsed in heparinized physiological saline solution; (3) when the physician wiped the device with the saline solution he noted the coating "was coming off" at the distal end of the device; and (4) there was reportedly no impact to the pt.